Manufacturer narrative:
(B)(4). Date sent: 09/12/2016. Additional information was obtained: the sales rep was able to simulate the issue the customer was having and noticed the safety was out of range when the customer attempted to release the safety lever on the device. The sales rep said the doctor indicated the incident was user related. The sales rep will be in-servicing the staff on use of the device. It was not indicated how bleeding was controlled, other than the use of a second stapler.

Event description:
It was reported that the doctor was performing a robotic lower anterior resection and the safety was difficult to release on the circular stapler to fire the stapler. The safety release for forced to release by the customer, which led to bleeding and unformed staples. A second like circular stapler was used to complete the procedure with no consequence to the patient. No device will be returned at this time.